Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose readings at the time of the incidents was 506 mg/dl, 400 mg/dl and 473 mg/dl and at the time of call was 456 mg/dl. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.